Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report were not returned. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, it there did not have deviation or failure investigation report. X-rays analysis by a (B)(6) bioengineer : this is due to the traumatism (B)(6) after the operation, when its not expected to have a biological fixation of the stem. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. No product problem identified. This analysis has not highlighted any product failure: the need for corrective action is not indicated.

Event description:
Pt fell and fractured his femur, he experienced periprosthetic fracture and therefore, underwent a revision surgery. Corail was removed.